Event description:
I was using the fasciablaster. I had several symptoms. My period became very irregular, weight gain, my elbows began sagging, my legs felt like mush, my eyelid began sagging so much that I had headaches. Several things followed even after stopping. I had such bad foot pain that it felt like glass in my heel. I went to the chiropractor and I had a pinched nerve in my lower back. We were told to blast our lower backs. My chiropractor said my lower back was causing pain down my leg into my foot. I also blasted my calves and ankles often. All of these problems happened quickly! I had only used for about 2 months!